Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h6, h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes such as material issues: deterioration. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. Other problems; influence of peripheral equipment. These can be caused by no design or manufacturing problems and can occur between components such as boards, power supplies, power cords, fuses, connectors, power switches, etc. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported that the front panel of the subject device was blinking. The issue occurred during setup or inspection for use (either during room setup or prior to the patient entering the room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.